Manufacturer narrative:
A review of the complaint history found no other possible similar complaints related to electrocardiogram (EKG) reports not saving if the user presses the done button instead of the read/next button. Trending will continue to be monitored. To save and approve a report the user must click the read/next button and pressing save would not save the report as expected. This was a known issue and already addressed and resolved in release 11.1.1. Once the patch was applied to the customer's work station, the reports saved as expected. This resolved the customer's issue.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 10/18/2016, merge was notified that two electrocardiogram (EKG) reports were marked as read, but no reports were found during an audit by the pacs administrator. An investigation by merge support determined that there were no indications that the reports were saved. Further investigation found that the user clicked the "done" button instead of clicking "read/next" to save the report. To save and approve a report the user must click the read/next button. There was no reported adverse event to a patient. However, reports needing to be re-dictated has the potential to delay patient treatment and/or diagnosis.. Reference complaint number (B)(4).